Event description:
During an unspecified procedure, the staples did not close properly. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
1/15/96- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.